Event description:
Related to 683459 the hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, after the harvester and circulator plugged everything in, the harvester began to harvest. When they attempted to activate the heat from the hemopro 2, it would not activate. The circulator double checked that all connections were on correctly and that harvester did the same on the other end. After attempting again still no energy. They opened up a new kit and a new cord. Once all the new stuff was connected the energy would activate and were able to complete the case with no issue. No procedural delay. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 09/23/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. The harvesting device as well as the cord, which is covered under the complaint investigation in onetrack 683459, was returned for evaluation. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Slight charred material was observed on the heater wire. There were no visual defects observed on the heater wire or the clear silicone insulation. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "failure to deliver energy¿ was not confirmed. The lot # 3000249586 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.